Event description:
Boston scientific crm received information that this right ventricular (rv) lead perforated the rv two weeks status post implant. The patient had stinging pain and muscle stimulation as a result. This lead was explanted and a new lead was successfully implanted. To date, no further adverse patient effects were reported.